Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a consultation and was diagnosed with a skin infection. There was purulent discharge coming out. For treatment, the patient was prescribed cephalexin to use 3 times a day for 10 days. The pod was changed out after 24 hours. The pod was discarded.